Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. A field service tech found the hemodialysis machine to be in good cosmetic condition. Simulated treatments were performed without any problems and no presence of fluid leaks. Verify presence of filing program when probes from the air separator assembly are removed and discoloration observed of the bottom pin at the air probes/cap. Valve #43 functions properly, the reported complaint of the saline bag filing was not duplicated. An investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by the user facility that the saline bag back-filled during recirculation. There was no pt involvement. When checked, it had dialysate in the bag - used a bicarb test strip and it was positive. The biomedical tech was unable to replicate the issue, the air separator was replaced. The machine was replaced back into service.